Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the lead was placed into patient, it was noted that the helix was extended during stylet manipulation before manually extend. The physician retracted the helix and completed the procedure. The patient was doing fine.